Manufacturer narrative:
It was reported that the patient has an infection. Revision surgery is planned to address the issue and exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that the patient has an infection. Revision surgery is planned to address the issue and exchange the poly inserts.